Event description:
The patient was undergoing a thrombectomy procedure in the p2 and p3 segments of the right popliteal artery and the right tibioperoneal trunk for acute limb ischemia (ali) using an indigo system aspiration catheter 8 (cat8), an indigo system separator 8 (sep8), an indigo system aspiration catheter 6 (cat6), and an indigo system separator 6 (sep6). During the procedure, while using the cat8 and sep8, the physician noticed damage to the tip of the sep8 under fluoroscopy. Therefore, the cat8 and sep8 were removed together. After retracting the sep8 from the cat8 on the back table, it was found that the sep8 bulb had fractured, with the fractured bulb found inside the rhv. The physician then inserted the cat6 and sep6 to aspirate the thrombus further down the target site. While using the cat6 and sep6, the physician noticed similar damage under fluoroscopy and removed the cat6 and sep6 together. After retracting the sep6 from the cat6 on the back table, it was found that the sep6 bulb had also fractured, with the fractured bulb found inside the rhv. The procedure was completed at this point with no residual stenosis. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.